Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The joule count when the forward-firing condition was observed was unk. There was no pt injury as a result of this event. No end user injury was reported in association with this event. At this point, the physician decided to conclude the procedure as the case was almost complete. The procedure was initiated with a different fiber, which had also forward-fired (reference MFR report number 2937094-2012-00135).